Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed damages to the rear housing. As part of the functional test, a visual inspection was performed and the device was powered on. The reported issue was not duplicated, however error code 1720 was noted during power up. The backup capacitor was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited last error code 1310. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G3: chile b3, d5, e2, e3 were unknown at the time of reporting.